Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no results. The cause of the reported event cannot be determined at this time. The instruction manual warns users"during the procedure, check the device and cord/cable regularly for damage."

Event description:
Olympus received a voluntary medwatch (B)(4) which reports that during a total laparoscopic hysterectomy (tlh) procedure, the surgeon noted that the tip of the device had broken off and fell inside the patient's pelvis. The device fragment was retrieved with an unknown device. The intended procedure was completed with a similar device. There was no patient injury reported.